Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's wife reported via phone call high blood glucose levels. Customer's blood glucose level was 489 mg/dl. Troubleshooting for high blood glucose was performed. Customer was advised to monitor the insulin pump and watch their blood glucose levels. Customer's wife declined to troubleshoot any further for high blood glucose.